Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the reported event if urinary tract infection (uti) was observed post-operatively. It was indicated the uti was not listed on baseline medical history and the patient had chronic diagnosis of urinary tract infectious disease. Interventions involved medications (levaquin, empirical treatment, cipro, "tret with levaquin") that were administered from (B)(6) 2014 through the course of (B)(6) 2016. Diagnostic methods included the patient reporting a uti on multiple occasions. Several laboratory testings were done with different results. On (B)(6) 2015 lab testing identified bacteria present. Leukocytes and bacteria were identified with the lab testing performed (B)(6) 2015. A ua culture performed (B)(6) 2015 revealed 50,000 e. Coli and a uti was confirmed (B)(6) 2016. It was indicated at the time of report the patient felt well but had recent uti and was always having a uti one right after the other. The outcome was considered ongoing. Etiology was reported as not related to the device, therapy, or procedure.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had urinary tract infections on (B)(6) 2014; (B)(6) 2015; (B)(6) 2016. Cause, actions, and outcome remain unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the site reported the event was resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.